Event description:
It was reported that a user started on an ilet and experienced sustained hyperglycemia after insulin delivery appeared absent, as no drops were observed during a flow check; after replacing all infusion supplies, insulin delivery resumed and glucose values began trending down from a peak of 541 mg/dl. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged time above range for approximately ten hours without use of backup therapy, ketone testing, or professional medical intervention. Investigation included remote troubleshooting and education, including verification of flow and a complete supply change. Investigation of this case revealed insulin delivery interruption prior to the supply change, with resolution after replacement; the infusion set in use was a cannula device. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.